Event description:
Customer called for assistance replacing his battery. During the call, he mentioned that the drive support cap is missing. Customer's blood glucose is 78 mg/dl. The battery cap is stripped and the drive support cap is missing. Customer is unsure of how the damage occurred. Customer declined replacing the device. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).